Manufacturer narrative:
It is unknown which of the vbx device is associated with the vessel coverage, therefore both devices are included in this report. Bxb065901a - (B)(6) and bxb065901a - (B)(6). A review of manufacturing records verified that the lots involved in this complaint met all pre-release specifications. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. Engineering evaluation: this complaint was initiated based on information received from the field. The reported information indicates a potential serious injury, related to inadvertent covering of a branch vessel post-device deployment, has occurred. As reported, a shorter endoprosthesis may have been more appropriate. The device instructions for use state that the vessel should be measured carefully and the appropriate stent graft size should be selected. Therefore, the cause of the reported complaint can be attributed to the reasonably foreseeable misuse of using an inappropriate stent graft length for the patient (stent graft length too long). Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, a patient underwent an endovascular procedure for peripheral arterial disease involving the implantation of gore® viabahn® vbx balloon expandable endoprosthesis devices in the common iliac artery. Reportedly, during the procedure, the left hypogastric artery was inadvertently covered following the deployment of the vbx devices. It was reported a shorter endoprosthesis may have been more appropriate. Additionally, it is unclear which of the two devices may have covered the hypogastric artery.